Event description:
Button was put in pt on (B) (6), 2009. Found head of button broken beside pt and there was no shaft in pt's stoma site. Shaft not found in stool. Foley placed in stoma site and pt went to hospital where an x-ray was performed and there was no shaft and mushroom of button. Another button was put in place.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unk. One half of the external bolster separated from the shaft of the button device. The strap and a portion of the external bolster were the only items returned from the button device. The cross section of the torn surface was microscopically examined and exhibited a pattern of striations that concenter at the midpoint at the inferior surface of the bolster. A chr was not completed since the lot info was not provided by the complaint.